Event description:
While attempting to do a balloon ablation the first two balloons would not hold pressure. Since they were the same lot number we tried a 3rd balloon from a different lot that held the pressure. We started the heating cycle, at 3 minutes the machine stated overheated and turned itself off. We had been having some problems with the uterus clamping down (pt problem not equipment or supply) so we started again and at about 3 minutes the machine again turned itself off saying overheating even though the temp monitor stated the temp had actually dropped a bit. Since I have previously spoken with the company who stated four minutes of time was usually good, we tried one more time and got 2 more minutes and discontinued the therapy. The balloon had char on it which is the norm for when the therapy works. First two balloons and machine pulled out of service.